Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1rhpj, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of pocket pain at their ins site and that their therapy was not relieving symptoms as much as they wanted. The patient¿s ins was located on the right and so was their lead. The hcp decided to move the ins pocket from the right side to the left side buttock and to implant a new lead on the left side. The previous lead was tunneled to the left side pocket and remained implanted, inactive, and uncapped. There were no known falls or infections related to the issue and no known troubleshooting performed. The issue was reported to be resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the mdt rep was made known of the pain, the day of the procedure and that according to the physician, the patient stated the bladder symptom response was not as good as it was at the beginning of the interstim therapy and the patient complained of pain at the site of the ipg. The physician did not know if the lead was part of the pain at the site of the ipg, so he decided to implant a new lead on the left side and to keep the original lead on the right side. Physician decided to create a new pocket on the left side buttock and implanted the ipg on the left side, which now connects to the new left sided lead . They further stated that the physician decided to keep the original (right side) lead as a backup because the patient did get some relief from the lead, so he tunneled it to the left side pocket and tucked it under the ipg, uncapped. No further complications were reported.